Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the mid left anterior descending artery. A roto blade catheter was advanced and rotablation was performed on the artery. A 2.5x20mm trek otw balloon dilatation catheter (bdc) was backloaded onto the roto blade wire and inflated once to 8 atmospheres (atms). The bdc was deflated without issues and the roto blade wire removed. A hi-torque bmw universal guide wire was advanced through the bdc and the bdc was inflated once again to 8 atms. The bdc was deflated without issues; however, when attempting to remove the bdc from the guide wire it was stuck. Both the bdc and the guide wire had to be removed as a unit. The procedure was successfully completed with a new bmw and trek bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The trek otw bdc referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to remove was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the noted damages to the balloon catheter (bunched inner member and outer member) resulted in compromising the lumen; thus resulting in the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.